Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected, non-reproducible vitros sodium (na+) result was obtained from a single patient sample when tested using vitros na+ lot 4229-1114-4352 on a vitros xt7600 integrated system. Vitros na+ patient result of > 250 mmol/l versus the expected (repeat) results of 126 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ patient result was not reported from the laboratory. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible vitros sodium (na+) result was obtained from a single patient sample when tested using vitros na+ lot 4229-1114-4352 on a vitros xt7600 integrated system. The assignable cause of the event was unable to be determined. Ortho has confirmed an issue involving vitros xt chemistry products alb-tp slides which may create dust and debris within the microslide subsystem on vitros xt 3400 chemistry systems and vitros xt 7600 integrated systems. Dust and debris from xt alb-tp slides may impact vitros chemistry products na+ slides leading to a potential increase in non-reproducible, positively, or negatively biased na+ results. The customer confirmed that they switched from vitros xt alb-tp slides approximately a month ago to the individual vitros alb and vitros tp microslides, therefore this issue is not a contributor to the higher than expected results. A review of historic quality control results indicates that prior to, and after the event, with regards to accuracy and precision, vitros na+ slide lot 4229-1114-4352 was performing as intended and did not likely contribute to the event. Continual tracking and trending does not indicate a systemic issue with vitros na+ lot 4229-1114-4352. No vitros alkp or na+ diagnostic within-run precision testing to assess analyzer performance were processed during the timeframe and therefore, a performance issue with the vitros xt7600 integrated system cannot be ruled out as contributing to the event.